Event description:
The customer reported that the cine subtraction locks up. The system would not come out of subtraction mode.

Manufacturer narrative:
The ge service rep reloaded the system software and reformatted the cine hard drive. He performed several cine subtraction runs. The system operates as intended.